Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference MFR. Report#: 1627487-2018-09986. Reference MFR. Report#: 1627487-2018-09987. Reference MFR. Report#: 1627487-2018-09988. Reference MFR. Report#: 1627487-2018-09989. Reference MFR. Report#: 1627487-2018-09990. The patient is implanted with 2 scs systems. This report pertains to the patient¿s peripheral system. The patient is implanted with an scs system for off label use. It was reported the patient was experiencing discomfort at the lead sites. The patient indicated the leads were tight and were pulling at the ipg. The patient underwent surgical intervention where the physician decided to replace the leads with new ones. Note: all the patient's leads in both systems are being reported because it's unknown which leads are liable.